Event description:
It was reported that during a generator change procedure due to normal eri, output issue was observed after the right ventricular lead was connected to the new ICD. When dft was performed, a shock was aborted due to low, out of range, high voltage lead impedance measurement. External defibrillation was used to convert the patient's rhythm. Programming changes were made. The patient was scheduled for a lead replaced. Subsequently, during the lead replacement procedure, the patient¿s blood pressure dropped and went into pulseless electrical activity. The superior vena cava was suspected to be teared. An occlusion balloon was placed, CPR was started. The chest cavity was opened and the superior vena cava was successfully repaired. The lead was explanted and discarded. The patient was stable and transferred to the ICU for recovery.